Event description:
Customer reported that set was primed with normal saline prior to IV start. As soon as the t-port was connected, blood leaked out of the blue connector port. No pt harm occurred. The set was discarded due to the amount of blood. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4).